Event description:
It was reported that a mini trek balloon delivery catheter (bdc) was prepared outside the patients' anatomy according to the instructions for use without issues. During a moderately tortuous, moderately calcified, distal posterior lateral to proximal, right coronary artery stenting procedure, during pre-dilatation, the mini trek (2.0 x 12 mm) bdc was advanced without resistance. Reportedly, the mini trek balloon was inflated three times to 12 atmospheres and it was noted that the deflation length of time was slow at 6 seconds with each inflation, but successful pre-dilation was complete. The mini trek bdc was removed without difficulty and a planned unspecified stent was implanted successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty deflating could not be confirmed on the returned unit. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.